Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a 29gx12.7mm, 1ml bd insulin syringe was provided. The customer reported took disposable sterile insulin empty needle, found a foreign body on the needle after the needle was removed, immediately replaced, two empty needles were covered with white plastic material. The provided photo was examined, and it was observed that a small, pink material was on the side of the cannula. Due to the batch being unknown, no DHR review can be completed. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 4 syringes 1.0ml 29ga 1/2in bls 500 experienced foreign matter on device cannula. The following information was provided by the initial reporter: on may 26, the patient gave birth, took disposable sterile insulin empty needle, found a foreign body on the needle after the needle was removed, immediately replaced, two empty needles were covered with white plastic material, discarded and reported.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 syringes 1.0ml 29ga 1/2in bls 500 experienced foreign matter on device cannula. The following information was provided by the initial reporter: on may 26, the patient gave birth, took disposable sterile insulin empty needle, found a foreign body on the needle after the needle was removed, immediately replaced, two empty needles were covered with white plastic material, discarded and reported.